Event description:
It was reported that a patient underwent an incisional ventral hernia repair procedure on (B)(6) 2010 and mesh was used. The patient underwent a second surgical procedure on (B)(6) 2012 for recurrence. The mesh was found to have a hole in it and was left in place. Another different mesh was placed over the defect to complete the repair procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the procedure was laparoscopic and the mesh was fixated with 8 sutures and sorbafix tackers. The patient developed dull pain and a bulge in (B)(6) 2011. A CT scan was performed to diagnose the recurrence. During the reoperation on (B)(6) 2012, it appeared that the center of the mesh was gone which is where the recurrent defect was found. A different type of mesh was used to repair the recurrent hernia. The patient is currently recovered.